Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that there was a pressure input was not functioning correctly, and would not read the correct values. Complaint ID # (B)(4).

Manufacturer narrative:
It was reported that there was a pressure input was not functioning correctly. The p-ven was -500 mmhg. The failure occurred during maintenance. No harm to any person has been reported. The getinge field service technician (fst) performed repairs on 2024-05-03 and 2024-05-17/18. The cardiohelp was tested while connected to a calibrated test sensor for 13 days. The pressure reading remained steady throughout the test. The fst confirmed that there was no damage or contamination on the sensor panel or the hls cable. No parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and no pump stops or functional failures could be confirmed on the date of event. The fst could not replicate the failure, therefore no root cause could be determined. According to the risk file v24 of the cardiohelp device the following root cause can also lead to the reported failure, unexpected no or low rpm by flow intervention (only step 1) upper flow intervention too low wrong pressure information e.g.: disturbed (emi) pressure sensor. Response time is too long. Defective pressure sensor. Too high / low atmospheric pressure. According to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter "preparation and installation" and quadrox-ir small adult / adult, chapter "priming the system") the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. The review of the non-conformities has been performed on 2024-05-02 for the period of 2013-02-21 to 2024-04-26. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2013-02-21. Based on the results the reported failure " pressure input was not functioning correctly " could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID # (B)(4).